Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and immediately after treatment a small white area with a frosty appearance was noticed on the left side, resulting in a moderate burn with hypochromia. The patient was not prescribed or administered any medication or treatment for the burn. However, it was reported that two small hyperpigmented spots were noticed on the patient's left-side cheek and jaw at a follow-up and patient was given depigment cream and five sessions of spectra laser. Physician was hopeful the spots would resolve, but was not certain as the patient did not return for an additional follow-up.

Manufacturer narrative:
Reportedly, 5 treatment tips were used during the procedure. The treatment tips were returned to (B)(4). The returned tips were evaluated and passed functional testing with no issues observed. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.